Event description:
It was reported that bd¿ syringe with needle broke while withdrawing the plunger. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: discardit fragga needle having pain, barrel is breaking while withdrawing the plunger. Discardit fraga needle having heavy pain for the patient, customers are changing the product because of this pain issue, and the same syringe having tightness for plunger while withdrawing, and barrel is breaking.

Manufacturer narrative:
Investigation: bd was not provided with photos or samples for catalog 300068 lot 1706504 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Since no sample has been received and since review of DHR showed no indication of the alleged defect, a definitive root cause was not possible to determinate at this time related to needles manufacturing process.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with needle broke while withdrawing the plunger. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: discardit fraga needle having pain, barrel is breaking while withdrawing the plunger. Discardit fraga needle having heavy pain for the patient, customers are changing the product because of this pain issue, and the same syringe having tightness for plunger while withdrawing, and barrel is breaking.